Event description:
Customer reported energy fluctuation and shot count difference. The procedure was completed without incident; however, it took a longer time to complete the procedure. The physician performed 8 cases that day, and customer stated that they could not recall on which procedure they experienced the reported problems, however, it was not the last procedure of the day. For this reason, per the customer, they could not provide pt details. Per customer, the staff member who assisted the physician on the cases that day, was not the usual assistant.

Manufacturer narrative:
Per lumenis service, the lumenis customer engineer ce was not able to duplicate the reported problem (energy fluctuation from 1.4 mj to 0.7 mj between shots). Per the ce, the unit was misfiring at times; the ce cleaned both the joystick assembly and the contacts with better firing results. The ce recalibrated the device several times and verified that after the recalibration, the energy fluctuated only a tenth of one mj. The physician used the aura device for two weeks after it was serviced without further complaints. This device was installed on 3/7/02.